Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. During device inspection, a field service engineer discovered that cable was cut and burn marks were found where it touches the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a burn mark in the cable where cable and metal came into contact. A field service engineer replaced the pyxis communication bus cable to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.2 failed to detect cubies. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer. 3.2 failed. The field service engineer discovered that the cable was cut and burn marks were found. The field service engineer replaced the pyxis communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.